Event description:
(B)(6) pulse interferes with my implanted pacemaker as of (B)(6) 2020 to present. Went to 7 doctors appointments and maker of product. Only my family physician believed me. Using the (B)(6) and having a cable box was deadly together. I gave my cable box back to the company and the cellphone still causes problems as of today. I cannot use the hotspot in my car connected to the cell phone because it is horrible my pacemaker feels like it's being pulled out of my chest when I used to much of the phone. I didn't know that I could file a complaint about this on this website or else I would have done it when it first started. The test performed on my pacemaker every time I went to the doctor with my complaints would come out normal. The doctors and the nurse kept saying we never heard that happen to anyone before. I'd tell them there's always a first time. The incision raises up as of today where the pacemaker inserted every time I'm on the (B)(6). Medical professionals other than my family physician think it's all in my head. This pacemaker burns if I stay on the phone a little longer than I should usually starts within 10 to 15 minutes. FDA safety report ID# (B)(4)..